Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v629802, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-56, lot# v664925, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot# v829967, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient was scheduled for surgery today and it was indicated that the patient had not used her stimulator in the past 6 months. It was reported that the patient was having the stimulator removed. It was stated that the stimulator was not helping with her pain. It was noted that compatibility guidelines were requested for electrocautery.